Event description:
Complainant alleged that during biomedical department's routine testing and preventative maintenance of the device, the device was found to have water in the battery compartment. When the device was plugged in smoke was observed coming out of the housing. Also, it was reported that the battery overheated and burnt the lower housing. The biomedical department discovered water in the battery compartment. The complainant indicated that there was no pt involvement in the reported failure.